Event description:
Procedure: laparoscopic cholecystectomy. The surgeon inserted the trocar without incident. A grasper was put down the cannula remaining upon removal of the trocar. At the end of the procedure, the grasper was removed and an endoshear put in the cannula. The metal blade of the trocar was seen to fall into the abdomen. The surgeon feels the blade had come off during removal of the trocar and remained in the cannula until pushed through by the endoshear instrument. No pt injury. The blade was retrieved without difficulty.